Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and liver issues. The cause of death was cirrhosis of the liver due to diabetes. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump as they were unresponsive and when their blood glucose levels came up they got hospitalized. The customer was not using sensors. The caller declined to return the insulin pump for analysis.